Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. No clear root cause for the event could be identified. A pre-analytical handling error cannot be ruled out. A general reagent problem was not present, because the qc was in range before the event.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit. The initial troponin result was 260 ng/l, and the repeat result was 9.75 ng/l. The initial troponin stat result was 10.9 ng/l, and the repeat result was 8.18 ng/l.